Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported on (B)(6) 2025, that during a brevera breast biopsy procedure, the user received an "imaging system not available" error code after successful set-up and testing of the device. It is reported that the user performed a full shutdown of the system; however, the error code persisted. Reporting indicates that the patient had to be rescheduled after medication injection and skin incision had already occurred. A field service engineer (fse) was dispatched to examine the equipment and found that the system performed as expected when running mock test patients. The fse reports that the system meets manufacturer specifications. No further information is currently available.